Manufacturer narrative:
The affected device was examined on site by dräger service and the log file was provided for further investigation at the manufacturer¿s site. Based on the log file analysis, it could be verified that the device performed several warm starts on the date of event before it was switched off by the user. These warm starts were a direct result of the power cut (unit was not equipped with internal/external battery) or an indirect result of the power cut as a reaction to the external emc disturbances caused by it. The device is approved in accordance with the en60601 standard and meets the immunity barriers specified therein. In the present case, however, it could be verified based on the log file analysis that emc disturbances occurred on site (at least temporary) which were higher than the specified immunity barriers of the standard. As a safety feature of the device, the ventilation software analyzes and checks the proper operation of the software and the correct functioning of the hardware. If this internal monitoring detects a deviation, the user is notified visually and acoustically. Specific countermeasures, such as a warm start, are initiated. During a warm start, the device switches off briefly and then switches on again. During this time, an emergency breathing valve opens to allow spontaneous breathing. After a successful start sequence (approx. 8 seconds), ventilation is continued with the previous parameters. In the current event, the log file analysis showed that the device was switched on and off again by the user by pressing the main switch during the third warm start procedure. Later on, the device was taken out of service. Based on the investigation, there was no device failure found. Even during the on-site investigation by the service technician, during which a total failure of the device was simulated several times (based on the reported power cut on the day of the event), the device alarmed as specified and booted up again properly after the power supply (mains voltage) was restored. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that after a brief power cut, the device evita 4 had a black screen and was not ventilating the patient. The patient was then bagged, and the device was turned off and on again at the main switch. After a short self-test, the ventilation was resumed. An alarm could be heard in the room after the power cut. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that after a brief power cut, the device evita 4 had a black screen and was not ventilating the patient. The patient was then bagged, and the device was turned off and on again at the main switch. After a short self-test, the ventilation was resumed. An alarm could be heard in the room after the power cut. There were no patient health consequences reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that after a brief power cut, the device evita 4 had a black screen and was not ventilating the patient. The patient was then bagged, and the device was turned off and on again at the main switch. After a short self-test, the ventilation was resumed. An alarm could be heard in the room after the power cut. There were no patient health consequences reported.